Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -9.5/2.5/092 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient experienced low vaulting with lens rotation. On (B)(6) 2024 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as unknown.